Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient also reported that they stopped feeling stimulation and had a uti, severe pain, urgency and wetting themselves. Patient mentioned they took antibiotic for the uti to clear it out. Therapy was turned on and patient decreased to 2.7 and could feel stimulation